Manufacturer narrative:
No eval can be performed. The reporter, clinic name and device identifier not provided. No further info is available.

Event description:
A report was received from FDA through the voluntary medwatch program ((B)(6)) from a lasik pt, reporting the following experience: pt had prk surgery and was never told of any possible dry eye complications. Pt reporting severe dry eyes and does not believe they were ever tested for dry eyes. Not fully informed about the complications and risk. Was in waiting room to have lasik when an employee of office sitting beside of pt was having prk and talked pt into having prk instead of lasik. Nothing ever said to pt about the possibility of dry eyes. Pt has plugs now and eyes still hurt and burn everyday. Prescription was around -4 and still way off from 20/20. Pt still needs glasses and eyes hurt all the time, but pt indicate they are unk term more poor. Pt reported that this is the biggest scam ever. Drs are making a killing and never telling pts the real side effects.